Event description:
Facility alleges that the head hilow is slowly drifting down. No injury reported.

Manufacturer narrative:
Tech isolated issue to head hilow down valve. Info provided to facility. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.